Manufacturer narrative:
The product was not returned to the manufacturer for investigation. The review of the production and batch documentation of this lot number showed no deviations or previous complaints, indicating any deviations in the device quality. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
According to the reporter, the patient experienced a bleeding during urinary catheterization, and therefore needed to seek medical care at the hospital. The patient stayed at hospital overnight, and he recovered well. The patient's partner reports that he might not has used the catheter properly. The incident occured in (B)(6).